Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard soft mesh on (B)(6)2013. As reported, the patient is making a claim for an adverse patient outcome against the bard soft mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2013- patient was diagnosed with left sports hernia thereby underwent open repair with implant of bard soft mesh (device 1). Per op notes, ¿a defect was identified in the left inguinal region. A bard soft mesh (device 1) was placed on the defect and sutured¿. (B)(6)2015- patient was diagnosed with bilateral groin pain, thereby underwent open repair with implant of perfix plugs (device 2 and 3). Per op notes, ¿in the right groin region, the ilioinguinal nerve was ligated. A direct inguinal hernia was identified and was dissected. A perfix plug (device 2) was placed along the floor of the inguinal canal and sutured. On the left inguinal region the previously placed mesh (device 1) was found to be rolled out to the lateral aspect which was carefully elevated and sutured. The ilioinguinal nerve was ligated. The direct hernia identified was repaired by placing a perfix plug (device 3) was sutured along the floor of left inguinal canal.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, g3, g6, h2, h6, h10, h11. Corrected fields: d. 6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard soft mesh on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the bard soft mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.